Event description:
It was reported that the full length siderail broke and that the pt fell from the bed. Further, it was reported that this pt sustained an injury to one leg.

Manufacturer narrative:
A svc tech from stryker went on site to inspect the bed. He mentioned that the preventive maintenance was not done on the bed in accordance with our maintenance manual.